Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32822. It was reported that diagnostic testing revealed high impedance on the right-side lead. Surgery occurred during which the right-side lead was explanted and replaced to address the issue. It is unknown which lead is the right-side lead so both leads are being reported.